Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2023. Ventricular vega r52 lead (s/n (B)(6)) was taken out of the product package, and extension and retraction of the screw were confirmed in 20 turns outside the body before insertion into the patient. During this test, it should be noted that no stylet was introduced into the lead. The physician decided that it was not working like a normal lead, so he pulled out another same new model and checked. The screw extended in the usual 3 turns and was implanted in the patient as is.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2023. Ventricular vega r52 lead (s/n (B)(6) was taken out of the product package, and extension and retraction of the screw were confirmed outside the body before insertion into the patient. Normally, the screw extended after 3 to 5 turns, but it did not extend at all, and after 20 returns, the screw extended. The physician decided that it was not working like a normal lead, so he pulled out another same new model and checked. The screw extended in the usual 3 turns and was implanted in the patient as is.

Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2023. 31. Ventricular vega r52 lead (s/n (B)(6)) was taken out of the product package, and extension and retraction of the screw were confirmed outside the body before insertion into the patient. Normally, the screw extended after 3 to 5 turns, but it did not extend at all, and after 20 returns, the screw extended. The physician decided that it was not working like a normal lead, so he pulled out another same new model and checked. The screw extended in the usual 3 turns and was implanted in the patient as is.